Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular lead exhibited varying low voltage impedance, increased capture threshold, and oversensed noise. No changes or interventions were reported. There were no patient consequences.

Event description:
New information noted the patient was in stable condition after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the right ventricular lead was capped and replaced on 20 jul 2023. The patient condition was unknown.